Event description:
The customer stated an axsym analyzer generated a false negative toxoplasmosis igg result for one patient sample on (B) (6) 2009. The customer observed a probe clog error directly before processing the sample but did not take any corrective action. On (B) (6) 2009 the axsym analyzer generated positive toxoplasmosis igg results of 8.2 iu/ml and 9.7 iu/ml for the same patient sample. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4), concomitant medical products: axsym toxo igg reagent, list number 9k08-20.investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer replaced the sampling probe to resolve the issue, and was educated by abbott customer service on the importance of addressing error messages before running assays. A review of metrics did not identify any adverse trends for the issue being evaluated. Labeling for troubleshooting for erratic results was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the axsym for false negative toxoplasmosis igg results.